Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. However, the caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with missing end cap sticker.